Manufacturer narrative:
The product was retuned for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported he received an error-7 display message when he inserted a glucose test strip on his precision xtra blood glucose meter, and during the troubleshooting survey, it was identified the meter was not calibrated for glucose test strips. The customer also reported he was unable to obtain readings on his device and he experienced symptoms of headaches, tingling sensation and loss of consciousness. The medical event reportedly occurred 2 to 3 months prior. The paramedics were called, but the customer did not reportedly know if treatment was rendered. He was transported to a hospital where he stayed over night. In addition, the customer reported he did not know if was diagnosed with hypo- or hyperglycemia, but he reported he received treatment. According to the same report the customer was diagnosed with other condition: hypotension. There was no report of death or permanent impairment associated with this event.